Event description:
Follow up report to 3007666314-2018-00055: patient had previous inspire system removal due to ipg pocket infection (reported in MDR report 3007666314-2018-00055). In the first explant procedure, the stimulation lead segment cut proximal to the suture sleeve was left on the nerve. This lead segment developed an infection as well and had to be removed on (B)(6) 2019.

Manufacturer narrative:
Placeholder.

Event description:
Patient presented with a partially exposed sensor lead and a swollen ipg pocket. There was infection in both of these sites. Patient underwent surgery to explant the sensor lead and ipg. Thorough irrigation was used to clean both sites and the incisions were then closed. The explanted product was sent to the hospitals pathology lab per their standard operating procedure.